Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of flow rate accuracy test over limit which delivered at 21.71ml. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the flow accuracy test over the limit was reproduced. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use 04-16-24 revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate. The pressure plate will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. An overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury.